Event description:
It was reported during the night, and the next morning a seriously ill patient was being treated in a caleo incubator; the users were continually observing an error code 31 being posted on the device. The users in response to this error code moved the pt to another caleo incubator, again the error code 31 was displayed. It is understood that the pt was transferred with the same temperature probe still attached to them and the temperature probe was not changed or replaced. The pt unfortunately died. It is not known if the reported errors, and the subsequent transfer of the pt contributed to the reported death of the pt or, if the cause of death is attributed to the nature of the pt's serious illness. The devices are still in use at hosp site.

Manufacturer narrative:
If the reported transfer of the pt during treatment contributed to the reported death could not be concluded so far. The investigation of the reported event is ongoing. On-site investigation and discussion is planned for cw 14. Further results will be reported in a follow-up/final report.